Manufacturer narrative:
Additional information: cff14 - 5x75 kii fios advfix dp 10/bx. Investigation summary: one (1) cff14, one (1) ctb03, and one (1) cts02 unit were returned for evaluation along with a non-applied medical trocar and a small piece of plastic. Upon inspection, engineering noted no damages or defects to the returned units. Engineering evaluated the piece of plastic and noted that the material is not used in any applied medical device components. Engineering was unable to confirm the source of the piece of plastic. During the manufacturing process, all kii trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the source of the plastic or confirm that a product malfunction occurred. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cervical cerclage/ laparoscopic myomectomy (6 weeks before)- "(B)(6), consultant gynaecologist. Piece of blue plastic was found in the pouch of (B)(6) during a laparoscopic cervical cerclage. Adhesions had started to form between the plastic and the pouch of (B)(6). Patient had undergone a laparoscopic myomectomy 6 weeks previously where cff14 and ctb03 were used. Mr (B)(6) believes that the plastic came from this procedure or previous appendicectomy. Myomectomy had taken the whole of the afternoon list to complete (long procedure.)" Patient status: fine.